Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented via remote transmission, low, high voltage impedance was noted on high voltage (hv) lead. Programming changes were attempted. Insulation damage was also noted. Lead explanted was attempted but failed. The lead was capped and replaced on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The reported event of low defibrillation impedance was not confirmed however the event of insulation damage was confirmed in the laboratory. External insulation abrasion was noted at 1.4 cm to 1.6 cm and 16.3 cm to 16.4cm from the proximal end of the suture sleeve tie impression, consistent with lead friction to the device can. The etfe coating was intact at these locations.

Manufacturer narrative:
The reported event of low defibrillation impedance was confirmed in the laboratory. Visual examination found procedural damage at 16.0 to 17.0 cm from the connector pin. This damage breached the lumen and exposed the cables. Damage to the etfe coating was noted at 16.3 cm from the connector pin which may have contributed to the field event of low defibrillation impedance.